Manufacturer narrative:
The thermogard ivtm system (serial #(B)(4) was evaluated at customer site. The reported complaint of the thermogard ivtm system does not recognized the pump lid when closed was confirmed during the functional testing. The customer reported complaint was not duplicated during the initial functional testing. However, noticed minor corrosion on the magnet hall sensors. The root cause for the reported complaint was due to corroded magnet hall sensors, which resulted in intermittent pump lid issue. The pump rotor raceway assembly was replaced to address this issue. The root cause for the corrosion is likely attributed to user mishandling, as no preventive maintenance was performed since 2011. The customer reported complaint of "cracked top lid" was confirmed during the visual inspection. The root cause for the reported complaint could be due to user mishandling or could be due to normal wear and tear. The top lid was replaced to address the reported physical damage. The thermogard system was manufactured in march 2011 and is 9 years old, well past its serviceable life of 5 years. Upon visual inspection, no other physical damage was observed. Initial functional testing on the returned thermogard xp ivtm system passed without any fault or error. After service repair completion, the thermogard system was re-evaluated and passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm set-up, customer reported that the thermogard ivtm system (serial #(B)(4) does not recognize when the pump lid was closed. The top lid cracked at hinge was observed by the customer. Another thermogard system was used to continue with ivtm therapy. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.